Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) with an implantable infusion pump receiving baclofen (unknown), hydromorphone, bupivacaine all with unknown concentration and with dose of 134.87 mcg/day, 1798.2 mcg/day, and 8991 mcg/day respectively for intractable spasticity. It was mentioned that caller reported that yesterday she noticed that her pump was flipped . Patient stated the pump pocket was warm/ painful. Patient stated her managing hcp moved and is now seeing a clinic advanced pain specialists. Patient stated she has not spoke to them yet. Patient services reviewed that clinic might refer her to a surgeon to fix the pump. Patient mentioned on the call she works with company representative (B)(6). Patient services called rep to notify about the issue and got voicemail. Patient services told patient that either rep will follow up with her . Patient services redirected patient to new clinic as it is a medical decision.